Event description:
It was reported that the patient received a xia construct in 2008, due to a fracture of l1 following a fall. The patient was provided an external tlso and post-op care advice. She was described as very active and it is unclear whether the advice was followed. The patient subsequently complained of discomfort at the site and an x-ray taken four months later, revealed two fractured screws. The patient underwent a revision the following month, to remove all the implants. The distal ends of the screws were left implanted as the surgeon was unable to remove them from the vertebral body. No replacement devices were implanted.

Manufacturer narrative:
Return of the devices is anticipated.